Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to charge the pump and the pump battery fully depleted. The customer's blood glucose (bg) level was impacted (334 mg/dl). A correction bolus was administered to address elevated bg level. Recommendation was made to charge pump more frequently.